Event description:
It was reported that during a stenting procedure stent damage occurred. The target lesion was located at the right coronary artery (rca). A 3.50x16mm promus premier stent was advanced but encountered resistance. When the device was removed, the physician noticed that the tip was mashed and damaged. The procedure was completed using a different device. There are no patient complications reported and the patients condition is fine.

Manufacturer narrative:
Device evaluated by MFR.: a visual and microscopic examination found that the stent was damaged at the distal end. The seven most distal rows were bunched up. The entire stent had moved approximately 4mm distally. Stent crimp marks were clearly visible on the exposed balloon section. The balloon was tightly wrapped and did not appear to have been subjected to positive pressure. The tip was flared and kinked. This type of damage is consistent with meeting an obstruction during an attempt to cross a lesion. The hypotube was kinked at various locations along its length. This type of damage is consistent with excessive force being applied to the delivery system. There was no difficulty in tracking the wire. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a stenting procedure stent damage occurred. The target lesion was located at the right coronary artery (rca). A 3.50x16mm promus premier stent was advanced but encountered resistance. When the device was removed, the physician noticed that the tip was mashed and damaged. The procedure was completed using a different device. There are no patient complications reported and the patients condition is fine.

Manufacturer narrative:
Device is a combination product. (B)(4).